Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the replacement of their recharger resolved their pain and the error code they had seen. They reported their weight at the time of the event was (B)(6)pounds.

Manufacturer narrative:
Other applicable components are: device serial number (B)(4); device type : recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that while charging the ins, a 375 error code or 376 error code appeared on the screen and the recharger screen was turned off. The patient reported that they usually see code 376 but they also have seen code 375. It was reported that when the ins is charged a little bit, it won¿t be working properly and code 376 will pop up and sometime code 375. The patient reported that the ins battery was low, so they had it turned off so that it wouldn¿t get depleted. The patient reported that they were in lot of pain and the stimulator still is turned off because it can¿t get charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.